Event description:
On 10/10/2006 the lay pt's mother contacted the lifescan (lfs) alleging that the pt's one touch ultra meter did not turn on. The medical affairs specialist (mas) sent a letter to the pt's mother because she could not be reached by phone on two different days. The following info was provided during the initial call to lfs: the pt alleged that the reported meter "never worked". Info was not provided as to when the pt had obtained the meter. On 10/09/2006 the pt had a seizure. Emt's obtained a result of 29 mg/dl on the ems meter. The pt was taken to the ER and treated with IV glucose. No info was provided regarding the pt's diabetes treatment regimen, testing frequency, or his actions prior to the time of concern. The customer care advocate (cca) noted that the meter battery cover was missing. The mother told the cca she had purchased a replacement battery, but the son had told her it didn't work. The cca was unable to walk the mother through changing the battery because she did not have a replacement battery. The meter, test strips, and control solution were replaced. The complaint is reported because the pt was unable to test with the lfs product. He suffered a seizure and a hypoglycemic reading was obtained on an ems device. The pt was treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.